Manufacturer narrative:
Cylinders had or damage. Reservoir had a wear leak. Tubing was functional. Pump had or damage.

Event description:
Additional information received on 5/19/97 indicates fluid loss and would not inflate.